Manufacturer narrative:
Per tandem's user guide: if you drop your t:slim x2 pump or it has been hit against something hard, ensure that it is still working properly. The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump was hit against a metal bed frame and subsequently the touchscreen was cracked. A week following this, the screen became unresponsive and insulin delivery appeared to stop, leading to a high blood glucose (bg) level of 556 mg/dl. High bg was addressed with a manual correction injection. The customer reverted to an alternate method of insulin therapy.